Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hip fracture is related to activ.a.c.¿ ion progress¿ remote therapy monitoring. The patient has a significant history of long term systemic steroid and osteoporosis as well a prior fall and fracture event. Kci made multiple unsuccessful attempts to obtain additional clinical information with no response. Device labeling, available in print and online, states: fall safety prevention tips: the following safety tips should be used to help prevent a patient falling or slipping while using the v.a.c.® therapy unit: be cautious of door knobs and other household objects that could catch on exposed tubing. Safely store excess electrical cord and any extra tubing and secure it to prevent tripping (see therapy unit instructions on how to properly secure tubing). Activ.a.c.¿ therapy system user manual: to reduce the risk of serious or fatal injury, all caregivers and patients must carefully read and follow all user instructions and safety information that accompany kci products. The activ.a.c.¿ therapy system may present a tripping hazard if placed on the floor. Ensure that the activ.a.c.¿ therapy is not placed in areas where people may walk. Excess tubing may present a tripping hazard. Wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case. Ensure that excess tubing is stored in the tubing pocket and is out of areas where people may walk.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient's spouse: the patient allegedly tripped over the v.a.c.® cord or tubing, fell and broke her hip. On (B)(6) 2019, the patient was admitted to the hospital and underwent surgery. No additional information is available. Per review of kci records, the physician noted on (B)(6) 2018, the patient sustained a hematoma to left mid-calf and the patient did not know exactly how it happened. It was noted that the patient has a significant medical history of long term systemic steroid use for polymyalgia and chronic anticoagulation for atrial fibrillation. The patient also has pre-existing osteoporosis and osteoarthritis of left knee. In (B)(6) 2018, the patient experienced a rib fracture after a fall onto floor when getting into bed. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring is currently pending completion.

Event description:
On (B)(6) 2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2019, kci quality engineering reviewed images and determined the power cord was properly labeled with a trip hazard warning and no damage was found to the cords after placement with the patient.

Manufacturer narrative:
Based on information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hip fracture is related to activ.a.c.¿ ion progress¿ remote therapy monitoring.